Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system - non-dehp solution set was found to be cracked. This occurred when disconnecting tubing. The male connector of the primary IV tubing of kvo line had broken off and got stuck in the y-site of the pca tubing. All tubing attached was disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.